Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/25/2019. The customer troubleshooting with technical support. The customer stated that both the air cooling filter and air inlet filter were very dirty. The customer replaced the air cooling filters and air inlet filters to address the reported issue. The ventilator was return to use. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator had a blower temperature high error. There was no patient involvement.